Event description:
Found during routine testing. The customer reported that the device starts to power on but does not initialize and perform self test. The monitor screen remains a speckled orange color and after approximately one minute, the service indicator is illuminated. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the system/memory pcbs assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.